Manufacturer narrative:
The investigation is ongoing. The investigation results will be reported in the f/u report.

Event description:
It was reported that: during ventilation in ippv mode, the ventilator gas came into breathing bag through fresh gas decoupling valve instead into pt's lung. The pt could not get the gas. No clear statement was received concerning the device alarm behavior. No pt injury was reported.